Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and troacr condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was confirmed that reported "trocar was not loading". Device was examined and would not arm as received. Obturator handle was examined and small protrusion was found which caused interference with movement of reset button.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the trocar was not loading. There was no pt consequence. Add'l info received on 12/9/97. It was stated by the affiliate that the trocar blade would not advance into the cannula for insertion. Co changed the database to reflect this add'l info.